Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during surgery, the surgeon noticed a defect in the paracentral area of an intraocular lens (iol) that was implanted in the patient. The surgery was completed and the iol was left implanted. The surgeon thinks the handpiece may have been the cause of the event. Additional information has been requested.